Event description:
In 2009, the patient underwent an emergent type b dissection and an aortic arch debranching, and was implanted with gore tag thoracic endoprosthesis. The procedure went well, and the devices successfully sealed off the fenestration between the true lumen and the false lumen. The patient tolerated the procedure, and had movement of both legs. Two days later, the patient began to lose sensation in one leg. A lumbar drain was placed. The following day, the patient lost sensation in the other leg. The patient was paralyzed from the waist down. A few days after placement of the lumbar drain, the patient's paralysis resolved.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for gore tag thoracic endoprosthesis state: "the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta." Under patient selection and treatment in the IFU it further states: "the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient populations:" acute and chronic dissections. Additionally, the IFU states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: paraplegia. Additional device(s) related to this event.